Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of it rebooting by itself was duplicated and confirmed. Ventec downloaded the device's electronic records (system logs) for analysis where it was observed that the device had been working properly with no alarms or 'system fault' messages up until it was powered off on (B)(6) 2025. The next time the device was powered on was (B)(6) 2025, and it immediately started alarming 'system fault' and rebooting. Ventec opened the device in order to perform a visual inspection and observed that the internal flow transducer (ift) cable had become disconnected. Ventec reseated the ift cable to resolve the reported issue. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the root cause of the reported issue was that the ift cable was not fully seated.

Event description:
It was reported that the device needed service. Upon evaluation of the device, ventec observed the device rebooted by itself. Ventec reached out to the customer who confirmed that the reported issue had occurred while the device was in use by a patient. There were no reports of patient harm as a result of the reported issue.